Event description:
During a stent placement procedure, the monofiliment suture broke off while the physician was removing it from pt. A more extensive procedure was performed to retrieve the device. Additional info requested (B)(4) 2014, regarding details of "more extensive procedure" ; however, no response has been received as of (B)(4) 2014. A section of the device did not remain inside the pt's body. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt info was not provided by the reporter. Lot number not provided by the reporter. Exp date unk as lot is unk. (B)(4).

Manufacturer narrative:
The complaint product was not returned for evaluation. A review of the complaint history, drawing, instructions for use (IFU) and quality control (qc) was conducted during our investigation. This device is inspected, verifying the monofilament tether to assure a secure knot. The instructions for use (IFU) for the product state "do not force components during removal or replacement. Carefully remove the components it any resistance is encountered." Information was not provided regarding what force was applied during the procedure to cause the tether to break. Based on the available information, the root cause has been determined to be excessive force during the procedure. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the qera (quality engineering risk assessment), no further action is required.

Event description:
During a stent placement procedure, the monofilment suture broke off while the physician was removing it from pt. A more extensive procedure was performed to retrieve the device. Additional information regarding details of "more extensive procedure" however, no response has been received. A section of the device did not remain inside the pt's body. The pt did not experience any adverse effects due to this occurence.